Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06161. It was reported that one of the patient's leads was fractured. During a surgical intervention on (B)(6) 2023 intended to replace the lead, it was found that the patient's leads were bound together by scar tissue, and the intact lead was moved inadvertently. Both leads were explanted and replaced during the procedure on (B)(6) 2023 to address the issue. It is unknown which lead was fractured and which was inadvertently moved during the procedure.